Event description:
Caller reported pump malfunction with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump; however, the malfunction reoccurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.